Event description:
It was reported that centrimag console and motor were beeping like they were shutting down. The motor and flow probe stopped; the console stayed on. This occurred while in the hospital lab, not connected to a patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag 2nd generation primary console (serial number: (B)(6) alarming due to a potential system stop was unable to be confirmed. The console was returned to the service depot and was connected to the returned centrimag motor (serial number: (B)(6), returned flow probe (serial number: (B)(6), test loop and ran for several days. During this time, no alarms became active. The console was functionally tested and passed all testing. The console is ready for use and was returned to the customer. A log file was downloaded and showed events spanning approximately 7 days ((B)(6) 2024 per time stamp). On (B)(6) 2024 at 17:32:12, a pump stop due to a user request was recorded. This event may have contributed to the reported event. There were no other notable alarms active in the log file that would indicate an issue. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 15 entitled ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. No further information was provided. The manufacturer is closing the file on this event.